Event description:
The customer reported the console display and overhead tube display were not working properly. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator control box and power cable harness were replaced. The system was then found to be operating as intended.